Manufacturer narrative:
(B)(4). The device was not retuned for evaluation. If there is any further relevant information from that review, a supplemental medwatch will be filed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that a balloon rupture occurred. Vascular access was obtained via the radial artery. The 24mm x 3.0mm, eccentric, 99% in-stent restenosed target lesion containing a more than 45 and less than 90 degrees bend was located in the moderately tortuous and severely calcified left main artery to left circumflex artery. A 10/3.50 flextome¿ cutting balloon¿ was selected for use. During the procedure, the device was introduced to the lesion; however, it was not able to cross. When the device was removed, the balloon was noted to be ruptured. The procedure was completed with a different device. No patient complications were reported and the patient's condition was stable.